Event description:
A procedure commenced to remove an inferior vena cava (ivc) filter from a jugular approach, due to the filter no longer being needed. The patient was on the table, anesthetized, and intubated. During the procedure, a philips laser system (pls) displayed an error 106, which rendered the system inoperable, and the procedure could not be completed. The decision was made to terminate the case until the laser could be repaired. The patient was extubated, and the devices in use were removed, with no reported patient harm. This report captures the pls terminal system failure, delay of procedure; potential for harm.

Manufacturer narrative:
. D4): device lot, expiration date n/a for this system. The pls was evaluated on-site by a field service engineer. Inspection found the system operable, and the failure could not be duplicated. The sensors were calibrated, attenuator zero (positions the attenuator to detect energy), and system characterization (characterizes system data to ensure that the system energy expected matches system energy detected) were performed. Proper system operation was verified. After evaluation, investigation, and system checks were complete, the complaint could not be duplicated. The cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.